Manufacturer narrative:
A sample product was not returned. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that when an intraocular lens (iol) was implanted, it had a scratch on it. It was removed from the eye without harm and another lens was implanted instead. Additional information was requested.